Event description:
During preparation for right middle cerebral artery angioplasty, catheter and v-wire were connected and inserted. V-wire would not engage to occlude the end of the catheter, so both devices were removed before the procedure was even attempted.